Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. There were no adverse patient effects reported. This device was explanted.